Event description:
During an in-clinic follow-up, far-field p-wave oversensing and myopotential oversensing were observed on the right ventricular (rv) channel of the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.